Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. The pump correctly triggers an e4 error message when it detects an occlusion.

Event description:
Reporter stated the infusion device does not deliver the correct amount of insulin and often displays e4 occlusion errors, and the patient has experienced elevated blood glucose as a result. He received a replacement infusion device. He reported this works better, he has not experienced elevated blood glucose, and the e4 occlusion errors do not appear quite as often. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).